Event description:
Additional information received reported patient had loss of therapy.

Manufacturer narrative:
H3: analysis of catheter serial # (B)(6) found ¿catheter body-broken¿. Analysis of catheter serial number (B)(6) found no sig nificant anomaly-¿catheter body-torn or broken or melted at or after explant; did not affect infusion¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2024 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 07-mar-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving gablofen (2000mcg/m l at 359mcg/day) via an implantable pump. It was reported that the patient had increased spasticity in their lower extremities since their system was replaced on (B)(6) 2024 for normal battery depletion. There were no external factors involved. A dye study was performed. No other actions were taken. The issue was not resolved. Additional information was provided from a healthcare provider (hcp) stated that the physician was unable to aspirate any drug fromthe catheter aspirate port (cap).

Event description:
Additional information was received from the healthcare provider via the company representative who reported that the cause for the inability to aspirate from the cap (catheter access port) was not determined. Additional information received on 06-jun-2025 reported that the catheter was replaced. The catheter was found to have a break in the pump segment.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type catheter pro duct ID 8784 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784 serial# (B)(6) ubd 2026-07-19 UDI# (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.